Event description:
The patient stated that at 7pm in 2007, his blood glucose elevated to 500 mg/dl. He stated that he experienced a loss of feeling in his legs and feet. The patient stated he had a blockage in his infusion tubing and he was not able to prime though the infusion tubing. The patient changed his infusion tubing and stated that it took until 12am for his blood glucose to return to normal after bolusing 21 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.